Manufacturer narrative:
On 16nov2017 a medical report was received by the patient¿s (pt) eye care provider (ecp) with the additional medical information: the pt purchased the acuvue oasys brand contact lenses on the internet and began wearing the lenses on (B)(6) 2010. On (B)(6) 2017, the pt presented to the ecp office with a ¿chief complaint of redness, discharge and blurry vision od; diagnosis: corneal ulcer od, no problem with os; infectiveness: infective; no culture was obtained; focal site: from center to temporal of the cornea od; va affect: admitted. Corrected va: od 1.0, os 1.2. Unaided va: od 0.07, os 0.06; treatment: cravit ophthalmic solution 0.5% od frequent dosing; instruction to discontinue cl wear: instructed until (B)(6) 2017¿; pt was referred to the hospital. On (B)(6) 2017 the pt went to the hospital and was prescribed: ¿bestron for ophthalmic and gatifloxacin ophthalmic solution both tid od, and tobracin ophthalmic solution qid od; va: od 0.07 (0.3), os 0.08 (1.2); discontinuation of cl wear: instructed; instruction to rtc: on (B)(6) 2017¿. On (B)(6) 2017 follow-up visit at hospital: ¿outcome: recovery; va: od 0.08 (1.2), os 0.08 (1.2); discontinuation of cl wear: instructed; instruction to rtc: none¿. On (B)(6) 2017 the pt went to the ecp. The corneal ulcer was resolved; the pt was allowed to return to contact lens wear. No additional medical information has been received, no additional medical information is expected. This report is for the pts left eye event. The report for the right eye event will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) in (B)(6) called to report pain and redness ou while wearing the acuvue oasys brand contact lenses. The event began on (B)(6) 2017 and the redness in both eyes persisted after the suspect lenses were removed. On (B)(6) 2017 the pt went to an eye care provider (ecp) and was diagnosed with corneal staining in both eyes. Pt was instructed to discontinue contact lens wear and return to the clinic in one week. Pt was prescribed eye drops (details were unknown) every hour in both eyes. On the evening of (B)(6) 2017, the pt was instructed to return to the clinic because of severe redness in both eyes. The pt reported the eyes were getting worse. Pt was referred to the hospital and was diagnosed with ¿proliferation of bacteria ou¿. The pt was instructed to discontinue contact lens use and return to clinic on (B)(6) 2017. Pt was prescribed levofloxacin ophthalmic solution, gatifloxacin ophthalmic solution, tobracin ophthalmic solution qid ou. Currently, the pt¿s vision in both eyes is cloudy. On (B)(6) 2017 a call was placed to the pt and additional information was obtained as follows: the pt reported a follow-up visit on (B)(6) 2017 and advised ¿the bacteria decreased¿. On (B)(6) 2017 a call was placed to the hospital for a medical interview, but no additional information was obtained. On 30oct2017 a follow-up call was placed to the pt and additional information was obtained as follows: after the (B)(6) 2017 clinic visit, the pt was too busy to return to the ecp. The pt reported he/she applied the eye drops every day. Pt reported he/she had a friend who is an ophthalmologist and showed the eyes to the friend who advised the pt the ¿bacteria has considerably decreased¿. The pt was unsure when he/she would return to the ecp. On 09nov2017 a call was placed to the pt and additional information was obtained: on (B)(6) 2017 the pt went to the ecp and was advised the event had resolved. The pt was not advised to discontinue contact lens wear. Pt was advised to return to the clinic before the end of the year. No medication was prescribed. On 10nov2017 a request for the pts medical information was sent to the pts treating ecp. No additional medial information has been received. The lot number is unknown and the suspect product was discarded by the pt. This report is being submitted for the pts left eye event. The pts right eye event will be submitted in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.